Event description:
It was reported that the left ventricular lead dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on all conductors (not obstructed), and all conductors appeared distorted. There was outer insulation cosmetic environmental stress cracking, and there was apparent explant damage noted.